Manufacturer narrative:
A patient experienced ineffective therapy/ high impedances was reported to abbott. No interventions is scheduled at the time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update it was reported surgery took place on (B)(6) 2024. Both leads as well as the ipg were replaced. The ipg was electively replaced o prolong the therapy for the patient without requiring another surgery. There were no complications. Effective therapy was restored.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , lot: 7168773.